Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a case, the generator was powered on and the nurse noticed a small flame emitting from the unit. The unit was removed from the surgical field. There was no pt or clinician incident.